Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event may be prevented by following the instructions for use which state: "warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could be locked securely, scope body discolored, scope cover discolored, due to a crack on scope connector, water tightness lost, due to peeling of acoustic lens, displayed ultrasound image defective, objective lens cracked, adhesive on angle rubber chipped, and connecting tube coating peeling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope, the scope processor connector was leaking. The event occurred during preparation for use, prior to an echo-endoscopy diagnostic procedure. It was reported that the procedure was completed using a similar device with no delay. Upon inspection and testing of the customer returned device, missing piece, and chip fell off the probe units, and acoustic lens was peeled and damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.